Event description:
It was reported that a patient was in a car accident sometime post-operatively and x-rays confirmed that screws were broken. The pa tient reports a gradual increase in pain immediately following the accident along with headaches. Reportedly, the patient returned for a revision surgery and additional plating, however the broken screws were left in the bone. No other patient complications were reported.

Manufacturer narrative:
Unretrieved device fragments. Implant date: month and day unknown. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.